Event description:
Medtronic cryocath received information of a phrenic nerve palsy that occurred during cryoablation procedure. At 51 seconds into the first ablation in the rsvp and at a temp of -57°c, the diaphragm ceased moving. The ablation was immediately discontinued and after thawing, the cryoablation catheter was removed from vein. Numerous sites were paced for 45 minutes to try to regain capture of the diaphragm without success. After 1 hour, the diaphragm started small movements without stimulation. Case completed with a radiofrequency ablation catheter. Patient is doing well and is not complaining of symptoms. Recovery from phrenic nerve palsy is progressing.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was not returned for investigation. Bin files were reviewed and do not show system notice messages or issues for the date of event. Bin files show that at least 7 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.